Event description:
Additional information was received. A revision procedure was performed. After the pocket was opened, visual inspection revealed the distal coil set screw was not tightened. The setscrew was retightened. Shock impedance measurements were normal when touching the pocket site. A follow up visit is scheduled in the near future.

Event description:
Additional information was received. During the follow up visit, interrogation revealed normal shock impedance measurements. It was thought this issue was resolved.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed high out of range shock impedance measurements. When the pocket area was touched, variability of these measurements were noted. All other lead measurements were normal. It was thought there be a connection issue or possible proximal coil lead fracture. A lead revision procedure is intended in the near future. No adverse patient effects were reported.